Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was reseated during the service call.

Event description:
The customer reported that the 6800 system was blank and the control panel light was flashing. No pt injury was reported.